Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
The customer reported a ventilator with a proximal pressure sensor range error. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer received instruction from the manufacturer via telephone. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report. The customer reported that a restart of the device resolved this issue without further issue. The device was then returned to service. No parts were replaced.